Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon used the trocar for hassan entry at the umbilicus. Debate remains as to who armed the blade of the trocar between the two surgeons. By making the incision too small, one of the surgeons pushed the device through the umbilicus with force, and not knowing that the trocar blade was armed, he severed the right iliac artery. This was immediately recognized and treated accordingly with the assistance of a vascular surgeon. Another device was used to complete the procedure. The pts status is fine. The surgeon noted that the d-tip trocar was the wrong choice and the blunt tip hassan would have been the correct choice. The d-tip should not have been armed and less force should have been used to insert it. The device was discarded. The response from the sales rep is as followed: "I will get an answer to these questions asap. As for the in-servicing, I will be sure to offer an in-service to the department to ensure that this incident is not repeated." If additional info is received a supplemental will be sent.

Manufacturer narrative:
Date sent: 10/13/2009. Info is unavailable; device was not returned for evaluation.